Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage noted to the shaft of the device. The balloon was not folded or wrapped fully around the shaft of the device. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a 28mm longitudinal tear located 6mm proximal to the tip of the device. The edges of the tear appeared to be jagged. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. The 8.0x20mm wanda balloon catheter was advanced to the lesion and during the first inflation the balloon ruptured at 10 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery. The 8.0x20mm wanda balloon catheter was advanced to the lesion and during the first inflation the balloon ruptured at 10 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)